Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the diagnosis was updated to transitory paranoid psychosis, and it was related to a worsening or exacerbation of existing condition. The issue was resolved on (B)(6) 2018.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that the patient had a clinical diagnosis of psychotic symptoms. The patient had fluctuating paranoid thoughts, including the feeling of being followed and receiving messages through the television screen. The patient also had erotomanic thoughts of their neighbor. The patient also reported that thy felt their ins was being pulled out by a strong magnet. There were no diagnostics performed. The patient's antipsychotic medication dosage was increased. It was unknown at the time of the report if the medication changed resolved the issue. The etiology was stated to be possibly related to the programming/stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient began to experience psychotic episodes again gradually from the beginning of (B)(6) 2018. The patient was admitted to a psychiatric ward and treated with psychiatric medications. The patient's stimulation parameters were adjust however there was no clear evidence of the importance of the stimulation on the patient's symptoms. The patient was discharged from the hospital after 11 days. The issue was stated to be unresolved at the time of study exit on (B)(6) 2019.